Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed in which it showed that the allegation of high threshold and dislodgement on this right atrial (ra) lead was not confirmed. Further, this ra lead passed the electrical testing.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing thresholds. Additional information was obtained indicating that this ra lead was dislodged causing the high threshold. No additional adverse patient effects were reported.